Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient went swimming with the pump. The reporter stated that one hour after swimming the pump started alarming for a call service alarm (the reporter was unable to recall what the call service code was at the time of the incident. The reporter stated that the pump was rebooted but the display remained blank and the pump became hot to the touch. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: 09/10/2013. Device evaluation: examination revealed visible moisture ingress inside the pump. A leak test revealed a leak at the display. On testing, the pump powered on with auditory and vibratory function; however, the display screen was blank. The black box data and download history was not able to be downloaded. The pump was opened for investigation and revealed moisture corrosion on the power circuit, force sensor assembly and the display screen. Investigation of the temperature complaint was not possible. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.